Event description:
Trauma pt expired while being treated in emergency room. Death was due to injuries. Pt was hooked to an mde monitor which performed per specifications at bedside. When a full disclosure report was generated at a remote mde central station for medical record purposes, the stored data exhibited erratic, non-physiological waveforms at the central station which were not representative of expected parameter data.